Event description:
It was reported by a customer on (B)(6) 2011, during the procedure, fiber connection errors occurred. There was no add'l info provided in regards to pt outcome. No pt injury was reported.